Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). The physician advised the patient to follow up with their office or with the patient's current cardiologist. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior and emitted beeping tones due to this issue. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. The use of a magnet and attempts to interrogate the device to stop the beeping tones were unsuccessful. Eventually, this s-ICD was explanted and replaced, and it was indicated that the interrogation was successful prior to the replacement procedure. This product is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior and emitted beeping tones due to this issue. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. The use of a magnet and attempts to interrogate the device to stop the beeping tones were unsuccessful. Eventually, this s-ICD was explanted and replaced, and it was indicated that the interrogation was successful prior to the replacement procedure. This product was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.